Event description:
Head motor runs continuously.

Manufacturer narrative:
Bed was being cleaned when head ran up, no injuries reported. Account stated he cleaned all the connections, at rail and pc board. Account stated the bed is functioning ok, account has placed the bed back into service.